Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump suspended delivery after 12 hours. The customer's blood glucose (bg) levels were 300-400 mg/dl and a correction bolus was administered to address bg level. During follow up with tandem technical support (cts), the contact confirmed that an auto off alarm was received. Tandem techical support had educated the customer about the auto-off safety feature and the customer acknowledged.